Event description:
The complainant stated the head of bed lowers by itself when the left siderail is connected.

Manufacturer narrative:
The tech isolated the issue to a stick head up/down switch. The tech replaced the switch to repair the stretcher.